Manufacturer narrative:
The actual complaint product was returned for evaluation. The sample was received in generally clean condition and the secretion view port was detached from the thumb valve body. No breaks or cracks were observed on either component. Root cause was traced to manufacturing. All information reasonably known as of 19 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for lot: m18205t504 was reviewed and the product was produced according to product specifications. All information reasonably known as of 02 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the "view port came off the thumb valve when withdrawing the catheter from endotracheal tube. A patient had oxygen desaturation and blood pressure fluctuation." Additional information received on 27-jun-2019 indicated that the "patient has recovered from oxygen desaturation and blood pressure fluctuation right after the view port was reattached. Now there is no problem with the patient's condition. The user replaced a suction catheter every day. This incident happened after 11 hours of replacing. Also suctioning was performed about 5 or 6 times before the incident, but it is not sure exactly."